Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose closed to 30mmo/l. It was stated that while the customer was taken in the ambulance to the hospital the blood glucose was reading 18mmol/l. It was mentioned that the customer was receiving no delivery alarms and motor error alarms the day of the event. The alarm history was reviewed and also found another error alarm. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed selftest, off no power test, displacement test, rewind, basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to complete functional test including occlusion test, prime and excessive no delivery alarm test due to motor error alarm. The insulin pump received with a cracked case on lcd display window corners, scratched lcd window and a missing end cap sticker noted during visual inspection.